Manufacturer narrative:
The reported malfunction was observed during review of the activity log. However, the reported malfunction could not be duplicated with the device. The ac charger was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing the device was intermittently unable to power on. Complainant indicated that there was no patient involvement in the reported malfunction.